Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2017, the patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod on the arm. The patient went to the hospital and was treated with manual insulin injections. Ketones were detected however the value is unknown. The patient responded quickly to the injections and was released from the hospital 2 hours later. The pod was removed and disposed of at the hospital and no additional information regarding the pod was available.